Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported the foreign matter was found in a syringe after drawing up the medication with a bd nokor¿ filter needle. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: qn review: no notifications were written for this batch, nor for the associated assembly batch. DHR review: assembly batch 6153641 had 30 visual inspections performed on 1,500 parts with zero defects noted. Daily cleaning was performed three times per coq-na-6003 during the assembly of this batch. Investigation results: one photo was attached to the complaint. There is a piece of fm floating in a filled syringe. We are unable to determine what the fm is based on the photo, but it does appear too large to have passed through the 5 micron filter on a filter needle. Investigation conclusion: possible root cause: unable to determine. If corrective/preventative action not required, provide rationale: two fm complaints have been received for this batch. Two defects from a batch of (B)(4) is a defect rate of .0006% which does not exceed our aql of 1.0% for non-fluid path fm. A CAPA is not required.